Event description:
It was reported that the patient was experiencing increased spasticity. The physician easily located the septum and attempted aspiration, but there was no fluid return. It was indicated that the catheter had been revised over the prior summer and the medtronic pump segment was connected to a codman spinal segment via an unknown connector. Once the codman segment was removed, the physician was able to easily push preservative-free saline through the pump segment which, at that time, was not connected to anything in the intrathecal space. At that point, the physician elected to implant a new medtronic spinal segment while leaving the pump and pump segment of catheter in place.

Event description:
It was reported that the spinal segment of the catheter was replaced. There was a suspected catheter issue because, the patient had a return of spasticity and the healthcare provider (hcp) was unable to aspirate the catheter access port (cap). The pump was used to deliver gablofen (the patient was restarted at 200mcg/day, was previously on 803mcg/day flex dosing).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).